Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose value was 600 mg/dl at the time of the incident. No troubleshooting for blood glucose value was performed because the customer declined. Troubleshooting was performed on the insulin pump and the device turned back on but the battery compartment was corroded. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was also received with corroded battery tube.